Manufacturer narrative:
A visual analysis was performed on the returned device. The reported failure to achieve hemostasis cannot be replicated as it is based on circumstances of the procedure. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the reported information and the observations from the returned analysis, a definitive cause for the reported issue could not be determined. Factors that may contribute to failure to achieve hemostasis include, but are not limited to, poor or partial tissue capture, air knot (vessel not captured), enlarged arteriotomy or use of device with inappropriate introducer sheath size. The treatment appears to be related to the circumstances of the procedure. Based on the results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The additional device referenced in b5 is being filed under a separate medwatch report.

Event description:
It was reported that this was a venotomy closure of a right common femoral vein using a prostyle device after a diagnostic procedure with a 9f sheath. Reportedly, the first prostyle device inserted without issues. However, the suture was observed to be deployed in the tissue tract as the posterior foot was not in the vessel. A second prostyle device was used without issues but was unable to achieve hemostasis. A figure eight stitch was then used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.